Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The child's hearing performance worsened suddenly in (B)(6) 2017. No history of head trauma was reported by the parents. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The child's hearing performance worsened suddenly in (B)(6) 2017. No history of head trauma was reported by the parents. The patient was re-implanted.